Event description:
It was reported from patient medical records that the patient underwent two spinal fusion procedures of the lumbar spine, using rhbmp-2/acs and posterior fixation. MRI taken approximately 1 month after the second procedure, identified a large fluid collection in the posterior paraspinal soft tissues extending into the laminectomy defect. The patient underwent a third surgical procedure to evacuate the noted fluid collection.

Manufacturer narrative:
The device has not yet been returned to medtronic for evaluation. Unable to determine cause of the event.